Event description:
It was reported that the patient's ams 700 cx inflatable penile prosthesis was removed and replaced with a new one due to unspecified reason. Additional information received stated that the prothesis malfunctioned due to left cylinder aneurysm.